Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4). Imaging results pending completion of evaluation. The device remains implanted, so no engineering investigation could be performed.

Event description:
Patient was treated on (B)(6) 2016 for long occlusion of the right superficial femoral artery . The lesion was treated by implanting two gore® viabahn® endoprostheses using an ipsilateral approach. It was reported to gore that the implanted viabahn devices did not cover the entire length of the diseased lesion within the superficial femoral artery as the "c arm" as not properly justified and therefore the visualization of the arteries was quite difficult. On (B)(6) 2016, a stenosis at the ostium of the profunda was diagnosed with the consequence that further blood flow through the upper limp and the implanted medical devices was not guaranteed. An urokinase treatment was started immediately. On (B)(6) 2016, further progression of the stenosis was diagnosed. It was confirmed that the stenosis was located between the ostium of the profunda and the most proximally placed viabahn device. It was stated that it is unclear if the viabahn device itself occluded or if there was just no blood flow through the device as the artery itself was occluded. The stenosis within the artery was dilated and a bare metal stent was implanted showing good blood flow results. Patient was prescribed to acenocoumarol following the procedure. On (B)(6) 2016, the patient presented again with an occlusion of the artery and an urokinase treatment was started immediately. The reason for the occlusion remains unknown. Following the urokinase treatment a good blood flow was confirmed. The patient is doing well.

Manufacturer narrative:
Based on an update of the event description a follow up medwatch was sent. Multiple attempts have been made from the source to the complainant over an extended period of time in order to get additional information. The requested additional information was not shared by the complainant. Therefore some of the sections will be left blank.

Event description:
On (B)(6) 2016, the patient presented with an occlusion of the implanted gore® viabahn® endoprostheses. The decision was made to perform a bypass procedure for the femoral, popliteal artery where a ptfe graft was used. The manufacturer remains unknown (not a gore device).